Event description:
Information received indicates the trendelenburg function is inoperable.

Manufacturer narrative:
The technician isolated the issue to the snap switch and cable. He replaced the snap switch and cable to repair the bed.